Event description:
Diagnostic imaging with a combination near-infrared spectroscopy (nirs) and intravascular ultrasound (ivus) catheter. It is reported that there was some difficulty withdrawing the imaging catheter from the coronary artery. The imaging catheter was therefore removed from the patient with the guidewire (sion blue, asahi-intecc). It is reported there was still some difficulty when withdrawing the guidewire from the imaging catheter. No injury to patient reported. No treatment of patient required due to malfunction.